Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles"), palpitations ("heart palpitation"), dizziness ("dizziness"), malaise ("general malaise") and postmenopausal haemorrhage ("bleeding patterns"). The patient was treated with surgery (hysterectomy procedure has been scheduled for (B)(6) 2018). At the time of the report, the pelvic pain, abdominal pain, menstruation irregular, palpitations, dizziness, malaise and postmenopausal haemorrhage had not resolved. The reporter considered abdominal pain, dizziness, malaise, menstruation irregular, palpitations, pelvic pain and postmenopausal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017 patient underwent pelvic ultrasound . Result: the ultrasound did not reveal the location or presence of the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstrual cycles"), palpitations ("heart palpitation"), dizziness ("dizziness"), malaise ("general malaise") and postmenopausal haemorrhage ("bleeding patterns"). The patient was treated with surgery (hysterectomy procedure has been scheduled for "(B)(6)" 2018). At the time of the report, the pelvic pain, abdominal pain, menstruation irregular, palpitations, dizziness, malaise and postmenopausal haemorrhage had not resolved. The reporter considered abdominal pain, dizziness, malaise, menstruation irregular, palpitations, pelvic pain and postmenopausal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017 patient underwent pelvic ultrasound. Result: the ultrasound did not reveal the location or presence of the essure devices. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.